Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a broken clamp was confirmed and reproduced during product evaluation. This condition was caused by damage to the pump's door in its latch area. The door and latch were replaced to correct the reported condition.

Manufacturer narrative:
(B)(4).a request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility reported a flo-gard infusion pump with a broken clamp. According to the facility, it is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.